Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 600 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer also reported that the o-ring in the reservoir compartment was split which was causing issue with the reservoir. The customer was unable to troubleshoot for no delivery alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. No bolus anomaly or excessive no delivery alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube lip o-ring and minor scratches on the display window.